Event description:
It was reported that approximately two weeks post feeding tube placement, the tube allegedly tore. Reportedly, the issue was solved by placing a new feeding adaptor. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: a sample evaluation could not be performed as the samples were not returned. However two (2) electronic photos were reviewed. The first photo shows a broken piece of silicone just outside of the main tube of the tri-funnel. The second photo shows the main port with a broken plug and a dual port inside the main tube of the tri-funnel instead of a plug holding it closed. The investigation is confirmed as it can be seen in the photo that the tab of the medicine port broke off. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. H10: g4. H11: h6 (method 1, results 1, conclusion 1). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Photos were provided for review. The device has not been returned to the manufacturer for evaluation. As the lot number for the device was provided, a review of the device history records is not required. The investigation of the reported event is currently underway. (Expiration date: 01/2022).

Event description:
It was reported that approximately two weeks post feeding tube placement, the tube allegedly tore. Reportedly, the issue was solved by placing a new feeding adaptor. There was no reported patient injury.